Event description:
Boston scientific received information that remote monitoring of this implanted system revealed an out of range shock impedance measurement had occurred. This information has been provided to the physician and is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this system remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. A decision was made to perform system integrity testing, however as of this date, this has not been scheduled. Device beeping was not verified.

Event description:
Subsequently, a follow up was performed. A commanded 17 joule shock was delivered. No issues were found with system integrity. A decision has been made to further monitor this system.

Event description:
Additional information was received. A further red alert for out of range shock impedance measurements was observed. A commanded shock had been performed with acceptable measurements. No oversensing has been observed. An internal technical service consultant was contacted regarding further recommendations. Ts recommended further monitoring this system.

Event description:
Additional information was received. The reported out of range measurement trends within a comparable range to the patient's historical readings. A decision was made to schedule a follow up visit for this patient to confirm whether there is device beeping as the patient is hard of hearing. Presently, the physician is comfortable with continuing to monitor the out of range impedance measurements. There have been no further alerts or interventions performed. Ts recommended an x-ray to determine whether the device remains in position which may be performed at a further follow up if the physician feels this is necessary. No adverse patient effects were reported.

Event description:
Additional information was received. Technical services was contacted regarding this issue and recommended to clarify the device position. In addition, further shock to confirm system integrity. This information was provided to the physician for a further decision.

Event description:
Additional information was received. A follow up visit was performed. Shock impedance measurements remain high out of range. An internal technical service consultant was contacted regarding device tones. A commanded shock was recommended to verify lead integrity.